Event description:
It was reported that the device was used to close the skin post procedure. It was reported that on the day following the procedure, it was noted that the staples are partially off the incision. It was not reported that there was any consequence to the pts involved.